Event description:
Clinical trial. It was reported that the same day as a coronary artery drug eluting stenting procedure, the patient experienced a tvr. The index procedure indentified one target lesion in the distal rca (right coronary artery) with 75% stenosis measuring 3.5x6mm. The lesion was direct stented with this 8x3.5mm taxus liberte drug eluting stent. The stent was not postdilated. At the conclusion of the procedure, there was 0% residual stenosis with a timi flow of 3. The patient was prescribed asa and plavix. Later that day, the patient underwent a tvr of the distal rca due to 25% occlusion. The occlusion was reported to be not due to restenosis and a cypher stent was implanted. The relationship of the device to this event was reported as unknown. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.